Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the set screw could not be tightened and the device could not be implanted. A different lead was used, and procedure was completed, and the patient was stable.

Manufacturer narrative:
The reported field event of setscrew unable to be tightened was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Evaluation of the device header found the ventricular set screw hex inset had been stripped. Stripping is consistent with incorrect wrench insertion.